Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, above 3000 ohms. Additionally, loss of capture (loc), high pacing thresholds and diaphragmatic stimulation was noted; therefore, a lead fracture was suspected. No adverse patient effects were reported. This lv lead remains in service.